Event description:
Pt was admitted for cardiac catheterization and angioplasty and stenting. During the procedure, they were going to perform 'kissing balloon'. They placed a 3.5 x 20 adante. It would not advance. The shaft fractured. They withdrew it. Then performed a repeat arteriography which demonstrated an excellent result.